Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first few clips that were deployed did not form properly. After deploying a few more clips they formed properly. The surgeon used the remainder of the clips in the shaft to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure the jaws width. Two malformed clips was returned inside a bag along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed ten clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the malformed clips reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.